Event description:
This lead was explanted and replaced because of dislodgement and diaphragmatic stimulation. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, deformations of the conductor coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.